Event description:
It was reported that during the implant procedure of this left bundle branch (lbb) there were high out of range pacing impedance measurements. No adverse patient effects were reported. This lbb lead remains in service.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.